Event description:
The customer reported that while the unit was in use on pt, the unit generated a "system failure" message on the screen; "failure code #49" was also displayed. The pt was switched to another unit and therapy was continued. No pt injury was reported.